Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) displayed a misalignment between the electrogram (egm) and the vs/vp and as/ap markers. The right atrial (ra) lead and the right ventricular (rv) lead exhibited crosstalk which was identifying as far field r-wave (ffrw) over-sensing. The ipg and leads remain in use. No patient complications have been reported as a result of this event.